Event description:
A customer reported a power source alert 07, which led to a shutdown of the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. A replacement pump was arranged as the original was under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy.